Event description:
Customer reported there are no images on screen, and technique is tracking to max. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated cables and connectors in the image intensifier. System operates as intended. This MDR is related to ge healthcare.